Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the pump was filled with saline and then when attempting to prime the line, no flow from the pump occurred. No air bubbles present. No kinks in the line. The clamp was open. Pump was not connected to patient, the incident occurred during prep. No injury reported. Sample available.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen internal report number (B)(4). Received one piece of used and filled easypump ii st 500-2-s-us without packaging. As received condition, clamp clip was not clamped and the original wing cap was attached to the pump. Complaint sample was tested for functional test, respectively leak test. The wing cap was removed. No flow was observed. The complaint sample was then left for 10 minutes. However, the pump remained not working. The sample was visually inspected under smart scope. Found that the connection between the triangle tube and the filter was blocked due to excess glue. Cause: failure in production process. Corrections/containment plans with effective date: customer complaint is shared with production to increase their awareness regarding the defect. Operators were re-training to sop elastomeric infusion system - final assemly process. Device history record (DHR): review of the device history records was performed and no non conformances or deviations were noted in process and final inspection. If additional pertinent information becomes available a follow-up report will be filed.